Event description:
The amplatz ductal occluder dislodged from the ductal ampulla and was held within the descending thoracic aorta. The patient was to be taken to surgery for a pda ligation and device removal. No sequelae noted.